Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right atrial (ra) lead impedance warning occurred. The ra lead exhibited high impedance. It was also reported that the right ventricular (rv) lead impedance warning occurred. The rv lead exhibited high impedance, and bipolar and unipolar undefined impedance, qualified as high. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.